Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - retractor. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the retractor handle retaining pin fell out making it unusable for the procedure. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the retractor was returned with the groove pin retained but loose within the handle/retractor. The pin is able to be removed easily from the handle/retractor. Neither end of the pin¿s hole is still filled with epoxy. There is an epoxy like material present on both the pin and handle. There are nicks and scratches all over the plastic handle. The retractor end has indentations and gouges all around the tip and bottom side. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.